Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 180 mg/dl at the time of incident, but was 111 mg/dl at the time of call. The customer's symptoms were unknown. The customer was not wearing the insulin pump at the time of admission and had not been wearing it, but was only wearing the sensor. The cause per the healthcare provider was hypoglycemia. The customer was treated with the insulin pump. It was stated that the insulin pump was working with no problems and the customer did not complete troubleshooting. The customer requested a carelink meter to upload to the insulin pump. Nothing was replaced or returned.